Event description:
Medtronic received information regarding a navigation system being used during a endoscopic skull bass procedure. It was reported that the surgery instrument were showing a 4mm inaccuracy. The system was rebooted and registration was attempted again. The surgeon was working transnasally and when the inaccuracy was noticed, they switched to transorbitally and aborted use of navigation. The procedure had less than one hour of delay. The patient was impacted. Complications of blindness were reported. Another navigation system was attempted to be used at the time and the same registration issues were seen. Additional information about patient symptoms and impact will not be provided or made available.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.